Event description:
3m received info from a customer reporting that 12 to 15 pts in the last 4-5 months, (B)(6) and older, experienced skin pulling off with the drape following mostly total knee replacement procedures and some total hip replacement procedures. Some of the pts (number unk) were treated with silvadene. Reportedly, skin was removed from the medial/lateral edges of the knee, or above the incision, or below the incision. Reportedly, the skin was prepped with a double application of duraprep until the issue began. Once skin removal was observed, the hospital staff prepped with single applications of duraprep then chloroprep which helped some. Finally, single applications of chloroprep then duraprep, but there were still one to two cases of skin removal. It was reported that the drape was being applied with the knee in flexion, the skin prep is dry, and they are careful not to stretch the drape during application. The hospital staff noted that they remove the drape very gently and fold it back on itself. The scrub tech noted that this drape came from a kit and that the kits are gamma sterilized.

Manufacturer narrative:
Pt info was not available. No other adverse pt effects were reported. If additional info is received, a follow-up report will be submitted. No eval will be performed.